Manufacturer narrative:
No definitive conclusions can be made. The patient has alleged infection. The warning section of the IFU states regarding infection, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." While medical records for the explant procedure and pathology report were not provided, the patient did provide two images of the mesh material that was removed. Images show what appears to be some mesh material along with two pieces of tissue. The mesh is not an intact device but appears to be residual material. There is no indication of a recoil ring material present in the mesh or on the tissue that would help to confirm that this is the kugel patch. The patient did have other abdominal surgery performed after the placement of the kugel hernia patch. The patient reports that the surgeon who removed the material initially thought it was a sponge/gauze left behind in his body. Patient claims that the surgical pathology report (not provided to davol) confirmed the material to be mesh. Patient further states that the surgeon confirmed this to be the kugel mesh implant placed in 2004 and not the mesh placed in a different location from his 2012 surgery. Evaluation of the images provided is inconclusive. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient: "I had this mesh put in 2004 for a hernia repair. 2015 I had to have it surgical removed because it has become infected." The following is based on review of medical records and follow up with the patient: on (B)(6) 2004 - patient underwent repair of a ventral incisional hernia with "kugel dual mesh patch" (#1) implant. On (B)(6) 2004 - patient was brought back to the or for abdominal exploration due to a postop intraperitoneal hemorrhage unrelated to the device. At this time the previously placed mesh (#1) was removed. Another "kugel patch" (#2) was placed. The md notes bloody fluid began pooling on the abdomen from between the sutures and staples which led to concern for additional or ongoing bleeding. The staples were then removed, the incision extended from the xiphoid to below the umbilicus and the abdomen was explored, additional adhesions were taken down and additional blood clots were removed. Following irrigation, it appeared, per the md that the abdomen was quite dry and there was no ongoing bleeding. On (B)(6) 2009 - patient underwent a gallbladder removal. On (B)(6) 2012 - patient underwent an incisional hernia repair at the site of the gallbladder removal using an unknown mesh. On (B)(6) 2015 - patient had developed a recurrent cyst on the abdominal wall. Patient underwent exploratory surgery to determine the cause of the recurrent cysts. During this procedure the patient reported that the surgeon removed what was thought to be a sponge left behind, however, the patient alleges that the surgical pathology report (not provided to davol) confirmed the material to be mesh. Patient states the surgeon confirms this is the mesh placed in 2004 (kugel #2) and not the unknown mesh from the 2012 surgery.

Manufacturer narrative:
This is an addendum to the initial MDR. The patient has provided davol with product identifiers indicating that the bard device in question is a composix kugel hernia patch. The appropriate fields have been updated / corrected to reflect this additional information. A review of the manufacturing records shows that the lot was manufactured to specification. Additionally, based on the review of the manufacturing records the implanted device had an expiry date of 10/2003 and based on the medical records the date of implant was (B)(6) 2004. It appears that the patient was implanted with a device that was past its date of expiration. However, it does not appear that this had any relevance to the patient's experience eleven years post implant. This file remains inconclusive. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.